Manufacturer narrative:
Additional information regarding treatment of the patient's infection has been requested; however, not yet made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced infections and skin irritations at the implant site.